Manufacturer narrative:
Final analysis of the pump found no anomalies. The pump passed all testing and the logs had no indication of a stall occurring at any time. Final analysis of the catheter found that the sutureless connector was damaged at explant.

Event description:
It was reported that the pump eroded through the patient¿s skin. When the pump pocket site was opened, it was malodorous and there was pus appearance, so both the pump and the catheter removed. A culture and sensitivity from the wound site was done. Once the pump and catheter were removed, the patient was admitted to the intensive care unit (ICU) for management of possible withdrawal from cessation of therapy. The device system was used to deliver gablofen. It was later reported that an infection occurred. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was not having any symptoms, and had been in the clinic to be evaluated for an unrelated medical reason. The hcp noted at that time that there was erosion of the pump through the skin with "green, yellowish colored pus" at the incision site. There were two cultures taken at the time the pump was explanted: the csf was negative, and the wound culture grew out "gram negative bacteria". The infection was at the pump site in the lower abdomen. It was noted that the patient was currently doing well and their spasticity was being controlled by oral anti-spasmodics.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.